Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device, verified the reported issue and replaced the battery. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, while in use on a patient, a 980 ventilator generated a diagnostic error message. The patient was removed from the ventilator and placed on an alternate ventilator. There was no report of patient harm as a result of the reported event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to an issue with the power source failure. If information is provided in the future, a supplemental report will be issued.